Event description:
It was reported that after an open gastrectomy on (B)(6), a major leak occurred 3 days after the operation. On (B)(6) reoperation was performed. The staples line of the initial operation was opening. In the initial operation, the device was used on the duodenum and the closing force was higher than expected. The target tissue was thick since there was a scar of gastric ulcer. After the firing, the staples seemed to be formed properly though the fired site was not clearly visible. As there was no bleeding, additional suture was not required. During the reoperation, it was suspected that the patient developed pulmonary embolism, then the patient was transported to other hp ((B)(6) university) soon after the reoperation was finished. The patient did not develop it, but he is still staying the hospital. The patient is getting well, but a drain is still being placed. The doctor has been using the device for more than 20 years. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: what is the patients current condition? Getting better. Where in the green zone was the device fired? (Tl only)? It was within the green zone, but it was unknown where the actual position of indicator in the green zone was. How did the patient present with regard to the leak? No information. Where was the leak located? Staple line on the duodenum. What was the patients condition prior to the discovery of the leak? No information. Did the drain work successfully? No information. How was the leak mitigated? Additional suture was performed and then drainage was continued. Was buttressing material utilized? No information if so, which product? No information. Was the instrument fired across or near an existing staple line or clip? No information. Was the tissue pin in place prior to firing? No information. Was a leak test completed? No information..